Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was over 400 mg/dl. Customer experienced symptoms of dehydration, fatigue, and nausea. She was treated by her doctor with manual injections. She was not wearing the insulin pump at the time of the hospitalization. Customer also reported receiving multiple no delivery alarms on the insulin pump. During troubleshooting, no air bubbles were found in the tubing and insulin did exit during the manual prime. Nothing further was reported.